Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded failure to capture on the right ventricular (rv) lead in the presenting electrogram (egm). The rv pacing threshold also shows a gradual increase. In-clinic review was recommended. The rv lead remains in service. No adverse patient effects were reported.